Manufacturer narrative:
The complaint received states that during use the orbit galaxy tight distal loop complex frame coil protruded into the parent vessel and had premature detachment. During coil embolization of a pcom 9x7mm ruptured aneurysm, an orbit galaxy tight distal loop complex frame coil 9 x 30 coil (640cr0930/ 13500379) was used with a prowler lpes 45 angle (mc) microcatheter (606151fx/15285313) as the first coil, but after placing most of the coil in the aneurysm, a loop of coil was hanging out into the parent vessel. Then, the coil was attempted to reposition it by pulling it back into the microcatheter, but right away, it was noticed that the coil seemed to prematurely detach from the system, and would not respond to retraction. Attempts were made to push the coil forward, but the loop of coil was still in the parent vessel. The decision was made to pull the mc out leaving the coil partially inside the aneurysm and partially inside the parent vessel. A snare was inserted and utilized to pull out the coil without difficulty. After removal, another prowler lpes 45 angle microcatheter was advanced and coiled the aneurysm using 9 other galaxy coils. Prior to use, the galaxy coil was prep per IFU. There was no resistance/friction between the coil and the microcatheter, and no damages were noticed on the mc that may have contributed to the event. During repositioning, only the coil was moved in and out of the aneurysm, and no additional torque or force was utilized in an attempt to position the coil at the target site. The same mc was not utilized to complete the procedure because the physician did not want to take a chance that the mc might have caused the event. A constant and dedicated saline source was utilized with the devices at all times, as well as constant fluoroscopy. The mc was not reshaped. After removal, other than the reported event, no other damages were noticed on the mc, coil or coil system. The aneurysm was very irregular. The products were discarded and not going to be returned for analysis. No injury to the patient was noticed because of the premature detachment. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500379 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil protrusion into the parent vessel is a known potential adverse event associated with coil embolization procedures and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Premature detachment is a known potential adverse event associated with coil embolization procedures and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Without the return of the complaint device or procedural films for review the investigation into these events is limited. Review of the information suggests that vessel, aneurysm and procedural issues may have contributed to the reported events.

Manufacturer narrative:
No further information was available. No information was chosen for patient, because there was no code available for this type of product malfunction. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During coil embolization of a pcom 9x7mm ruptured aneurysm, an orbit galaxy tight distal loop complex frame coil 9 x 30 coil (B)(4) was used with a prowler lpes 45 angle (mc) microcatheter (B)(4) as the first coil, but after placing most of the coil in the aneurysm in the aneurysm, a loop of coil was hanging out into the parent vessel. Then, the coil was attempted to reposition it by pulling it back into the microcatheter, but right away, it was noticed that the coil seemed to prematurely detach from the system, and would not respond to retraction. Attempts were made to push the coil forward, but the loop of coil was still in the parent vessel. The decision was made to pull the mc out leaving the coil partially inside the aneurysm and partially inside the parent vessel. A snare was inserted and utilized to pull out the coil without difficulty. After removal, another prowler lpes 45 angle microcatheter was advanced and coiled the aneurysm using 9 other galaxy coils. No injury to the patient was noticed because of the premature detachment. Prior to use, the galaxy coil was prep per IFU. There was no resistance/friction between the coil and the microcatheter, and no damages were noticed on the mc that may have contributed to the event. During repositioning, only the coil was moved in and out of the aneurysm, and no additional torque or force was utilized in an attempt to position the coil at the target site. The same mc was not utilized to complete the procedure because the physician did not want to take a chance that the mc might have cause the event. A constant and dedicated saline source utilized with the devices at all times, as well as constant fluoroscopy. The mc was not reshaped. After removal, other than the reported event, no other damages were noticed on the mc, coil or coil system. The aneurysm was very irregular. The products were discarded and not going to be returned for analysis.